Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had dizziness and went to the ER (emergency room). It was found that there was t-wave oversensing on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that approximately two months later the patient presented to the emergency department. A transmission was sent and reviewed by qualified personnel. It was noted that the t-wave oversensing (twos) is suspected to have persisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.